Manufacturer narrative:
Investigation summary : during visual evaluation of the device, a tear was observed at a junction at the valve system. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
One 460cc mentor smooth round high profile prothesis was received by the mentor failure analysis lab on (B)(6) 2020 under other complaint. However, after the accompanying information and device information were reviewed, it was determined that the returned device does not belong to the complaint. Multiple attempts were made for clarification. However, no response had been received, and the device could not be associated with an existing complaint. On (B)(6) 2020, it was determined that this is a blind unit. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. The date of explantation was estimated as (B)(6) 2020, the first day of the month that the device was received.